Event description:
A piece of plastic unnoticed was alleged to break off inside the pt's thoracic cavity. No further action taken. Upon further contact, the reported incident was clarified at the end piece of the immobilizer allegedly dropped when the suture ties were cut, and the customer was unsure if the component was x-ray detectable. This occurred during a trial. The piece was retrieved and there was no further action.